Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 710 mg/dl. The customer was admitted at the hospital. Customer cause of hospitalization was high blood glucose and in diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer was able to performed high blood glucose test at this time. Customer did not receive the no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.